Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the force bipolar instrument jaws were locked on patient tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirmed the reported failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No locked jaws were observed during in-house testing. No grip misalignment observed.